Manufacturer narrative:
No product has been returned for investigation nor were x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that the electronic remote controller (erc) was lengthening at double the speed it was originally programmed for. Patient experienced pain but no harm was reported.

Event description:
Report updated to include investigation findings.

Manufacturer narrative:
Device evaluation: the unit was powered on successfully. Functional testing revealed the device ran successfully. Internal component inspection was performed and there we no discrepancies. A review of the device's physician history menu indicated that the unit was operated for more than one week than that which was claimed to be and the failure mode was not confirmed as the unit functioned as intended. A device history record was reviewed and no discrepancies were found as the device was manufactured in accordance with specified requirements and met all of the required quality inspections.